Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. Customer was unable to clear the alarm upon landing. Customer's blood glucose level was 125 mg/dl. Reportedly, the customer was able to load a new cartridge, ultimately clear the alarm, and resume insulin therapy.